Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. The sn was unavailable, therefore the manufacturing date could not be located in the manufacturing database. (B)(4)

Event description:
It was reported that the output connector of the external pulse generator (epg) was damaged. It was recommended that the epg be returned for service. The status of the epg is unknown. There was no patient involvement.